Event description:
A beckman coulter distributor reported that the baths of a customer's coulter act 5diff analyzer would not drain. It is unknown if the baths overflowed or if fluid was contained within the baths. It is unknown if erroneous results were generated and reported out of the laboratory or if there was any death, injury or affect to patient treatment in connection with this event. Information has been requested but not provided.

Manufacturer narrative:
An fse (field service engineer) evaluated the instrument and noticed that the rinse bath was not fully draining as part of instrument verification procedures. The fse cleaned and purged the solenoid and replaced solenoid 27 & 28 as well as the solenoid assembly but issue was not resolved. The fse isolated the issue to the main pc (printed circuit) board card and the main pc board was replaced to resolve the issue. Failure mode is attributed to the main pc board. (B)(4).